Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an air bubble/long gap was noted in the infusion set tubing. The customers blood glucose level was not impact due to the reported issue. The contact was instructed to remove air bubble/gap by tandem technical support.